Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. [Consideration] from the following facts obtained in the investigation, it was presumed that the video connector of the subject device was failure. The reported phenomenon was duplicated at the evaluation of olympus service operation repair center (sorc) and it was found the corrosion of the video connector electrical contact and the lock part failure. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image from the endoscope of the subject device was not displayed during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found corrosion of the video connector electrical contact and the lock part failure, of the subject device which caused no image and image disturbing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.